Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7074266 product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6). Batch: 513763

Event description:
It was reported that the patients lead had high impedances. The patient was also having new pain which was not covered before. The patient underwent a complete replacement procedure and was doing well postoperatively. All explanted devices were discarded by the medical facility.